Event description:
The patient was revised because of tibial loosening. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.